Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist (tss) checked the station status in remote smart service and identified that it was offline with the remote access component unavailable. The tss verified network connectivity by attempting to reach the station internet protocol addresses; however, no response was received. The tss checked the station shows as "offline" status and informed to reboot the station and measure the lan cable connected properly, after which the customer confirmed that the station communication was restored. The tss then verified that the station status was online in remote smart service, successfully accessed the station remotely, and proceeded to close the case. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.